Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) to perform failure analysis. The vse instrument was analyzed and the failure analysis did not replicate nor confirm the customer reported complaint. The vse instrument was placed and driven on an in-house system. The vse instrument passed the homing self-test, moved intuitively with full range of motion in all directions. The grips opened and closed properly. The vse passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 8.44 lbs. The energy delivery test was performed with various orientations the grip tips and passed. No ceramic dots were missing. A review of the logs shows 25 seal events and 1 high initial starting impedance error, likely due to the customer trying to cut too thick of a tissue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported during the sleeve gastrectomy surgical procedure, the vessel sealer extend was sticking onto tissue and was also not cutting as usual. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: omentum tissue was adhered to the instrument during separation of stomachs outer border with omentum. The instrument in use approximately 2-3 minutes prior to the reported event. No bio debris was detected. Tissue got caught inside the instrument jaws and it was released by pulling the instrument away from the tissue and using another instrument to retract. Tissue excised due to this event was intentional. There was no bleeding due to this event. As another vessel sealer was available to use, this event did not affect the procedure. The issue did not occur after a system fault. There was no injury to the patient. Photos and/or videos of this event are not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting a vessel sealer sticking to tissue, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.